Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer called customer service on (B)(6), 2011 and reported that three weeks prior to calling he noticed the test did not start after a sample was applied to a test strip inserted into his precision xtra blood glucose meter. He further reported that because the meter wasn't working he experienced vertigo and subsequently lost consciousness, causing him to fall which resulted in an "injury" to his head. Customer self-presented to his healthcare provider, but was unable to report if he received any diabetes related diagnosis. Customer noted he received treatment, but he could not remember what treatment was provided. There was no report of death or permanent injury associated with these events.